Event description:
The manufacturer received information from the hospital that a trilogy 100 ventilator was found to be non-functioning. There was no patient involvement, and no harm or injury reported. The reporter stated when the respiratory department prepared to use a ventilator for a patient, they found the device was not functioning. The ventilator reportedly displayed a "not working" message accompanied by screen flickering and alarms. The device was taken out of service and biomedical engineering was notified for repair. No combined use with other devices was involved. The device has not yet been returned to the manufacturer for evaluation. At this time, the manufacturer is unable to confirm the alleged malfunction. If additional information is received, a follow-up report will be filed.